Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician received three unsuccessful cavity integrity assessment (cia) tests. The physician performed a hysteroscopy and viewed a uterine perforation. The novasure procedure was aborted. No intervention was required. The patient was discharged home. A hysteroscopy, dilatation and curettage (d and c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).